Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient woke up feeling unwell and experienced vomiting every 20 minutes. Upon testing, ketone levels were found to be high. The cgm indicated a low reading, while a fingerstick blood glucose test showed a level of 185 mg/dl. An ambulance was called, and the patient was transported to the hospital. At the hospital, another fingerstick test was performed, showing a cgm reading of over 220 mg/dl and a blood glucose level of 160 mg/dl. The patient received intravenous treatment for hydration and to reduce ketone levels. After four hours of hospitalization, the patient was discharged. There was no further documentation of medical evaluation or intervention. At the time of this report, the patient is okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. The reported glucose values fall within the c zone of the parkes error grid when experiencing symptoms. The reported glucose values fall within the b zone of the parkes error grid when checked at the hospital. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was received and evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was found within the investigation window. The customer's complaint was confirmed due to the wearable failed testing. No additional patient or event information is available.